Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. Information learned from the operative report. The device history record (DHR) review is completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.